Event description:
It was reported that one day after the procedure, there was some stent compression due to calcium and thrombus was identified within the stent. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Prior to the tcar procedure, it was identified that the patient's anatomy had pinch point calcium. Despite this, the tcar procedure went well. Post procedure, the patient's systolic pressures were lower, around 100 mm hg, and imaging revealed thrombus within the stent. Additionally, there was some stent compression identified due to calcium with no report of occlusion or inflow/outflow issues. The physician elected to switch the patient to brilinta and continue with medical management. No further patient complications were reported.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that one day after the procedure, there was some stent compression due to calcium and thrombus was identified within the stent. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Prior to the tcar procedure, it was identified that the patient's anatomy had pinch point calcium. Despite this, the tcar procedure went well. Post procedure, the patient's systolic pressures were lower, around 100 mm hg, and imaging revealed thrombus within the stent. Additionally, there was some stent compression identified due to calcium with no report of occlusion or inflow/outflow issues. The physician elected to switch the patient to brilinta and continue with medical management. No further patient complications were reported.